Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-15776. It was reported that the patient presented in the emergency room experiencing episodes of dizziness and syncope. Upon device interrogation, it was noted that the right ventricle lead was fractured and exhibited high pacing impedance. On (B)(6) 2020, the right ventricle lead was explanted and replaced. During the procedure on (B)(6) 2020, the replaced right ventricle lead could not be attached firmly onto the pacemaker as the set screws could not be tightened fully. The pacemaker was replaced during the procedure on (B)(6) 2020. Patient was discharged and experienced no adverse consequences.